Event description:
A customer contacted baxter's technical service center and reported receiving a low drain volume alarm on the homechoice (hc) machine during the initial drain cycle. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. The hp stated that there is a large air bubble in the line. The tsr recommended that the hp end therapy and start over with new supplies. The hp stated that she cannot start over because she has no legs and nobody is there to help her, however, at this time the patient had people helping her end therapy. The tsr advised the hp to call the nurse and inform her of missed therapy. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse she was not aware of this event, however, the patient has resumed therapy successfully. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, baxter cannot determine root cause. Should the sample become available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This report for a low drain volume alarm (with air in the line) was not confirmed due to a lack of sample. Since the sample was not available a root cause could not be determined. The lot number is unknown therefore, a batch review was not performed. Labeling review was found to be adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-(B)(4).